Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a device manufacturer indicated that the patient experienced withdrawal and the pump was interrogated. The logs showed an intermittent motor stall. The pump was replaced and the customer refused return. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the stall was unknown. It was reported that the pump was explanted and replaced. No further complications have been reported.